Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for mobile lot number 278304. (B)(4).

Event description:
Reporter stated the customer received results of "hi" (>600 mg/dl), 349 mg/dl, and 218 mg/dl within 4 minutes on the mobile system. The customer returned 2 lots of test strips, and it is unknown which results were received on which lot. No adverse event was reported. The alleged product will be sent to the manufacturer for evaluation.